Event description:
Boston scientific crm received information that this pacemaker was suspected of premature depletion. The device declared elective replacement near after approximately 3.0 years of implant time. A technical services' longevity calculation based on the current programming parameters projected a total longevity of 5.0 years. Technical services recommended an increased follow-up schedule, and also discussed the possibility of previous programming or high pacing percentages having an impact on the device longevity. No adverse patient effects were reported. New information became available that this device was explanted for normal battery depletion.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.